Event description:
It was reported that the patient had a change in therapeutic effect, therefore a pump and catheter replacement was performed. The patient 'hadn't been getting adequate pain relief', a rotor dye study found that the catheter was 'not functioning', and the battery was 'nearing end of life', so the healthcare provider (hcp) elected to replace the pump and catheter. While completing the replacement procedure, the hcp noted that there was 'corrosion around connector'. The patient's medication concentration was changed to 10mg/ml from 50mg/ml, as the dose had changed. The old drug concentration was aspirated out of the catheter during the replacement. Total of 5 aspirations of catheter <(>&<)> 5 priming boluses were done with no adverse effects. Following the revision, reporter stated that the patient 'had no issues with catheter primes and is being gradually increased on his dose.' The medications in the pump were dilaudid, clonidine, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j10862r58, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter. (B)(4).